Event description:
Customer reported a sample containing anti-k did not react with 0.8% resolve panel b lot vrb103 cell #13. Customer reported the sample reacted 2+ with cell #22. No death or serious injury was associated with this incident.